Manufacturer narrative:
Eval summary: the operative notes were provided which talk about severe osteoarthritis of left hip. The x-rays did not indicate any complications. It appears that the left hip head centre is located distal to the right hip head center. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the pt is experiencing pain.